Manufacturer narrative:
Unit received with blank display due to lcd damage by moisture. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display was only partially visible. Customer also reported that there was moisture under the display. Blood glucose level at the time of the incident was not provided. Customer also reported that the device may have been dropped. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.